Event description:
It was reported that claudication occurred requiring surgical intervention. The subject underwent treatment with the ranger drug-coated balloon on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion was in the left profunda femoral artery with 6.00 mm proximal reference vessel diameter and 6.00 mm distal reference vessel diameter with lesion length 20 mm with 90% stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, atherectomy was performed with a non-boston scientific atherectomy device. The treatment of the target lesion was performed by dilatation using study device 6 mm x 40 mm, ranger drug coated balloon. Post treatment, the final residual stenosis was noted to be 20%. On the same day, the subject was discharged on dapt. On (B)(6) 2022, the subject was noted with symptoms related to claudication of left lower extremity. In response to event, subject underwent target lesion revascularization.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of enrollment: 61 years.

Manufacturer narrative:
A1: patient identifier- (B)(4). A2: age at time of enrollment- 61 years. B6: additional medical history added.

Event description:
It was reported that claudication occurred requiring surgical intervention. The subject underwent treatment with the ranger drug-coated balloon on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion was in the left profunda femoral artery with 6.00 mm proximal reference vessel diameter and 6.00 mm distal reference vessel diameter with lesion length 20 mm with 90% stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, atherectomy was performed with a non-boston scientific atherectomy device. The treatment of the target lesion was performed by dilatation using study device 6 mm x 40 mm, ranger drug coated balloon. Post treatment, the final residual stenosis was noted to be 20%. On the same day, the subject was discharged on dapt. On (B)(6) 2022, the subject was noted with symptoms related to claudication of left lower extremity. In response to event, subject underwent target lesion revascularization. It was further reported that on (B)(6) 2022, the subject had visited the hospital for study specific 6 month follow up and on the same day bilateral lower extremity duplex ultrasound was performed which revealed in the left leg a total occlusion of sfa, partial reconstitution of flow in popliteal artery, low velocity/low volume flow from the level of the popliteal artery and occluded anterior tibial artery. Based on the symptoms and previously known disease, subject was referred for peripheral catheterization with possible revascularization of left lower extremity. Subsequently, peripheral angiography performed revealed in the left leg moderate diffuse disease in common iliac artery, severe 70% stenosis in ostial profunda femoral artery, chronic total occlusion of superficial femoral artery reconstituted via collaterals. On (B)(6) 2022, 280 days post index procedure, 70% stenosis noted in the ostial profunda femoral artery was treated with balloon angioplasty using 7 mm x 40 mm drug coated balloon. In addition, chronic total occlusion noted in the left superficial femoral artery was treated with balloon angioplasty using 3 mm x100 mm non-boston scientific balloon and 3 mmx 120 mm coyote balloon. Post procedure, angiography performed revealed less than 30% residual stenosis and no immediate complications were noted. On the same day, the event was considered resolved and the subject was recommended to continue aspirin 81 mg and plavix 75 mg.

Event description:
It was reported that claudication occurred requiring surgical intervention. The subject underwent treatment with the ranger drug-coated balloon on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion was in the left profunda femoral artery with 6.00 mm proximal reference vessel diameter and 6.00 mm distal reference vessel diameter with lesion length 20 mm with 90% stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, atherectomy was performed with a non-boston scientific atherectomy device. The treatment of the target lesion was performed by dilatation using study device 6 mm x 40 mm, ranger drug coated balloon. Post treatment, the final residual stenosis was noted to be 30%. On the same day, the subject was discharged on dapt. On (B)(6) 2022, the subject was noted with symptoms related to claudication of left lower extremity. In response to event, subject underwent target lesion revascularization. It was further reported that on (B)(6) 2022, the subject had visited the hospital for study specific 6 month follow up and on the same day bilateral lower extremity duplex ultrasound was performed which revealed in the left leg a total occlusion of sfa, partial reconstitution of flow in popliteal artery, low velocity/low volume flow from the level of the popliteal artery and occluded anterior tibial artery. Based on the symptoms and previously known disease, subject was referred for peripheral catheterization with possible revascularization of left lower extremity. Subsequently, peripheral angiography performed revealed in the left leg moderate diffuse disease in common iliac artery, severe 70% stenosis in ostial profunda femoral artery, chronic total occlusion of superficial femoral artery reconstituted via collaterals. On (B)(6) 2022, 280 days post index procedure, 70% stenosis noted in the ostial profunda femoral artery was treated with balloon angioplasty using 7 mm x 40 mm drug coated balloon. In addition, chronic total occlusion noted in the left superficial femoral artery was treated with balloon angioplasty using 3 mm x100 mm non-boston scientific balloon and 3 mmx 120 mm coyote balloon. Post procedure, angiography performed revealed less than 30% residual stenosis and no immediate complications were noted. On the same day, the event was considered resolved and the subject was recommended to continue aspirin 81 mg and plavix 75 mg.

Manufacturer narrative:
A1: patient identifier- (B)(6). A2: age at time of enrollment- 61 years. B5: final % stenosis corrected to 30%.